Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed to vvir with ra lead being programmed off, due to the fact that the patient has chronic atrial fibrillation that was not mode switching appropriately due to the ra undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing of atrial fibrillation versus paroxysmal atrial fibrillation. The ra lead remain in use. No patient complications have been reported as a result of this event.